Manufacturer narrative:
The customer failed hdld calibration. A bci field service engineer (fse) replaced the following: wash station probe. Reagent wash collars. Sample probe wash collar. Cc side syringe drive. Fse aligned the reaction wheel and reagent carousel. Hdl calibration passed and qc was within range.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a cartridge chemistry (cc) sample probe leak. No injury and/or personnel exposure to chemical or bio-hazardous material was reported.